Event description:
The surgeon attempted to use the securestrap fixation device and multiple times found no results, or blank fires (discharges) of the device. When the device did fire, there was not enough of the device to grab and hold the mesh to the tissue. A second device was used without incident.